Event description:
It was reported that a flogard infusion pump had an f-118 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection identified a broken door. Functional testing and an alarm log review were performed and identified an f-118 alarm, verifying the reported condition. The cause of the alarm was determined to be the broken door. To correct the condition, the door was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.